Event description:
It was reported that an aspiration of the left hip was performed due to a thigh seroma and prosthetic joint infection. Open irrigation and debridement was done.

Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, (B)(4) details regarding the patient¿s weight-bearing status, bone quality, and fall/trauma history have not been provided. Although, evidence of metallosis was reported during the revision no supporting clinical documentation has been provided for review. Based on the limited information provided and without the return of the device for evaluation the root cause of the reported component loosening and pain cannot be determined however, the reported articulation between the femoral neck and the liner reported in the intraoperative findings could have been a contributing factor or a result of the loosening which caused the pain. Should additional information becomes available this issue can be re-elevated. No further clinical assessment is warranted at this time. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. Product was sterilized according to sterilization release documentation from quality control. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.